Event description:
It was reported that during use of right ventricular (rv) lead, physician indicated that the patient was having pericardial effusions and thus the lead would be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.